Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the hospitalization appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an venotomy closure of the femoral vein was successfully completed using a proglide device via 6fr sheath following an atrial fibrillation ablation procedure. Reportedly, around (B)(6) 2019 it was noticed that the patient developed a staph infection in the groin. It was not reported if the infection was caused by the proglide device. No treatment information was provided. Hospitalization was prolonged due to the staph infection. Reportedly, the staph infection has since resolved. No additional information was provided.